Event description:
Following routine cardiac, catheterization, dr attempting a right femoral arterial closure had difficulty removing the starclose device sheath (following the guidelines for proper protocol). The abbott vascular tech (clinical specialist immediately called. The clinical specialist recommended rotating the device and applying manual pressure above the sight and and pulling (removing) the device sheath out. This procedure was successful and no untoward effects were encountered.